Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 536 mg/dl at the time of incident. The customer was assisted with troubleshooting for high blood glucose and declined. The customer blood glucose and sensor glucose difference was 200 mg/dl and sensor glucose value was 301 mg/dl. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.